Event description:
It was reported that during the implant, the helix would not deploy. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the distal conductor was distorted. It was also noted that there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. Visual comments also noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.